Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain relief. The patient consulted another neurosurgeon and will be proceeding with an explant of the evoke scs system. At the time of this report, no additional information of the explant procedure is available to saluda. Saluda representatives are not expected to be consulted further on this event.